Manufacturer narrative:
The subject device has not been returned.

Event description:
During the stent assisted coil embolization of the right ophthalmic artery aneurysm it was reported that the stent felt ¿stiff¿ while it was crossing the target lesion and resistance was encountered during the deployment of the stent. Post deployment it was revealed that the stent did not appose against the vessel wall properly due to the possible sizing miscalculation. Considering the procedure was too long the physician decided to finish the procedure. The patient¿s condition was reported as ¿good.¿

Manufacturer narrative:
The patient condition was not reported as life threatening immediately post procedure, neither was it during follow ups. The device history record (DHR) review confirmed that the device met all material, assembly and performance specifications. The subject device was not returned; therefore, physical as well as a functional evaluation could not be performed. Information available indicated that the device was confirmed to be in good condition prior to use. In addition, severe tortuosity was reported in the target region and resistance encountered during the advancement of the stent. It is possible that anatomical and procedural factors contributed to the reported event and inability to fully oppose against the vessel walls. Therefore, an operational context will be assigned to the reported event. This is 1st out of 2 reports.

Event description:
During the stent assisted coil embolization of the right ophthalmic artery aneurysm it was reported that the stent felt ¿stiff¿ while it was crossing the target lesion and resistance was encountered during the deployment of the stent. Post deployment it was revealed that the stent did not appose against the vessel wall properly due to the possible sizing miscalculation. Considering the procedure was too long the physician decided to finish the procedure. The patient¿s condition was reported as ¿good.¿